Manufacturer narrative:
Based on the input from the orthodontist's office, the bracket debonded while dental assistant was disengaging the smartwire from the bracket. She used an ingager instrument and applied a mediocre amount of pressure and proper technique. Debonded bracket was replaced and re-bonded on the spot as the issue occured while changing smartwires between regular visits. No further evaluation was possible. No bracket malfuntion was found.

Event description:
It was reported that during removal of the lower smartwire for a routine wire change, the bracket on the lower right 5 premolar tooth debonded. The bracket contained an adhesive and a small amount of tooth structure which appeared to be tooth enamel.